Event description:
A surgeon reported that during implantation of a glaucoma filtration device (gfd) it was revealed that the filtration was absent. The operation was conducted according to the protocol. The surgeon made the choice of follow up monitoring with possible explantation of the device in two weeks. Additional information was received from the surgeon, who reported the gfd presumably plugged up during the operation. The event resolved without treatment (conditionally) and the current intraocular pressure is in the acceptable range for this pt. Additional info has been requested.

Manufacturer narrative:
The sample was not returned, therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record for the batch was reviewed. No abnormalities were found and the product met release criteria. The product investigation could not identify a root cause. Ther have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionaire was not received. (B)(4).